Event description:
A left radial arterial line was being placed on a septic patient using an arrow catheter device. The vessel was entered under ultrasound guidance without difficulty. The wire, however, could not be withdrawn. The catheter and wire were then both attempted to be withdrawn. The catheter and needle were removed from the vessel without difficulty but the wire became stuck. Further evaluation of the wire (using both naked eye and magnification) reveals that the wire became uncoiled. The uncoiled wire was visualized in the radial artery by ultrasound. A small skin incision was made to attempt to facilitate wire removal. This, along with gentle retraction using a hemostat, allowed for removal of approximately 2 cm of the wire. The wire then broke. Ultrasound showed a retained foreign body in the artery and this was confirmed by x-ray. The patient's hand remained warm and well perfused without evidence of vascular compromise. Vascular and interventional radiology were both consulted. Subsequent formal ultrasound revealed the retained portion of wire to be in the subcutaneous tissue of the left wrist. As of the time of this report, it is yet unclear if any intervention will be necessary to remove the foreign body. Photos of the device are available ¿ please contact via email for photos to be sent. Manufacturer response for arterial line kit - wire, arrow (per site reporter): awaiting response as of date of this report. Materials management department to notify manufacturer today.

Event description:
A left radial arterial line was being placed on a septic patient using an arrow catheter device. The vessel was entered under ultrasound guidance without difficulty. The wire, however, could not be withdrawn. The catheter and wire were then both attempted to be withdrawn. The catheter and needle were removed from the vessel without difficulty but the wire became stuck. Further evaluation of the wire (using both naked eye and magnification) reveals that the wire became uncoiled. The uncoiled wire was visualized in the radial artery by ultrasound. A small skin incision was made to attempt to facilitate wire removal. This, along with gentle retraction using a hemostat, allowed for removal of approximately 2 cm of the wire. The wire then broke. Ultrasound showed a retained foreign body in the artery and this was confirmed by x-ray. The patient's hand remained warm and well perfused without evidence of vascular compromise. Vascular and interventional radiology were both consulted. Subsequent formal ultrasound revealed the retained portion of wire to be in the subcutaneous tissue of the left wrist. As of the time of this report, it is yet unclear if any intervention will be necessary to remove the foreign body. Photos of the device are available ¿ please contact via email for photos to be sent. Manufacturer response for arterial line kit - wire, arrow (per site reporter). Awaiting response as of date of this report. Materials management department to notify manufacturer today.